Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running patient samples on bd facscalibur" flow cytometer all samples were giving low cd4 readings. Patients will be redrawn and there has been delay in providing results. The following information was provided by the initial reporter: "the instrument is failing calibration. Compensation is greater than 50. The customer has been manually adjusting the gates since last week, the instrument is no longer responding to any manual adjustment. There is no activity when the cytometer moves to the second tube during calibration. The instrument gives an error that 'nothing was added' and does not finish the run. The user has made several tube preparation but it still gives the same error on each run." Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Was there any delay of treatment due to the issue? (Go to question #3). If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4). Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required). Yes on the (B)(6) 2021 we had all samples giving low cd4 readings even though calibration and qc had passed. Yes there has been delay in patients getting results because we have to recall the whole batch from the (B)(6) 2021. Patients have not been withdrawn because the machine hasnt been working. No.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd, part # 342975, serial # (B)(6). Problem statement: customer reported a complaint regarding high compensation values leading to erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are 10 complaints related to the issue of erroneous results ivd; date range from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part #342975 serial # (B)(6), file # 342975-e97501616-900250819-10, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of erroneous results from the compensations settings could not be determined. The customer reported that the compensation for their instrument was over 50 and they had attempted to manually adjust the gates, but the instrument no longer responded to manual adjustments. During instrument operations, the instrument would display a ¿nothing was added¿ error during calibration and not finish the run. In task (B)(4) ¿wfi-intake-safety alignment¿ the customer explains that the samples produced low cd4 readings even though calibration and qc had passed. A fse (field service engineer) was sent onsite to respond to this issue, and they started by measuring the sheath and sample pressures and the red and blue laser powers. The fse verified that the optical alignment was as expected, though the red laser mount mechanism seemed to be faulty. Finally, the fse optimized the time delay and compensation of the instrument but was ultimately unable to confirm the cause of the issue. After the adjustments the instrument was tested and functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The customer added that there was a delay in treatment for the patients, but the samples did not need to be redrawn as the initial samples were not used and the patient was not harmed at all due to this incident. The results were captured prior to any diagnostic decision and these results were easily identified as erroneous. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2011. Defective part number: n/a. Work order notes: subject / reported: (B)(6)- facscalibur cytometer compensatioin. Problem description: compensation very high. Work performed: measured sheath and sample pressures, blue and red laser power. Verified optical alignment with backlight. Optimized time delay/compensation. Cause: not known, red laser mount mechanism seems to be faulty. Solution: issue resolved. Returned sample evaluation: a return sample was not requested because there was no replaced part. Risk analysis: risk management file part # 342973ra, rev. 04/vers. D, bd facscalibur product family risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes/ no. ID: 3.1.5 operational hazard ¿ fl3 separation qc failure. Hazard: instrument parameters not optimized. Cause: cannot proceed with clinical results after qc failure. Harmful effects: poor separation and gates do not work as desired leading to wrong result. Risk control: optimize instrument. Implementation verification: service bulletin: fcb-19-11 (fl3 sensitivity separation failure). Effectiveness verification: 1. Implementation of service bulletin via servicemax. 2. Product tech support engineer performed effectively check via servicemax qo audit. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient/ yes/no? Root cause: based on the investigation results the root cause of the erroneous results from incorrect compensation settings could not be determined. Conclusion: based on the investigation results the root cause of the erroneous results from incorrect compensation settings could not be determined. The fse measured the sheath and sample pressures, measured the blue and red laser powers, and verified the optical alignment with backlight. They then optimized the instrument time delay and compensation. After these adjustments the instrument was functioning as expected, but the fse wasn¿t able to find the cause of the compensation issues. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety h3 other text : see h10.

Event description:
It was reported that while running patient samples on bd facscalibur¿ flow cytometer all samples were giving low cd4 readings. Patients will be redrawn and there has been delay in providing results. The following information was provided by the initial reporter: "the instrument is failing calibration. Compensation is greater than 50. The customer has been manually adjusting the gates since last week, the instrument is no longer responding to any manual adjustment. There is no activity when the cytometer moves to the second tube during calibration. The instrument gives an error that 'nothing was added' and does not finish the run. The user has made several tube preparation but it still gives the same error on each run." 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.). 2. Was there any delay of treatment due to the issue? (Go to question #3). 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4). 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required). 1. Yes on the (B)(6) 2021 we had all samples giving low cd4 readings even though calibration and qc had passed. 2. Yes there has been delay in patients getting results because we have to recall the whole batch from the (B)(6) 2021. 3. Patients have not been withdrawn because the machine hasn¿t been working. 4. No.